Manufacturer narrative:
H2) see section g2 for PMA / 510(k) number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) clinical data was received for analysis. In summary, the probable causes of the reported deviations was likely a false-positive registration. However, this could not be confirmed since the post-operation scans for l2 were not provided. The log files showed no evidence of excessive force applied to the surgical arm or any accuracy issues. Additionally, no divot check recordings were recorded in the logs. Additional snapshots, along with divot and anatomical checks, are highly recommended to establish an accurate registration between the navigation arm and the reference frame. It was additionally noted if there is an inaccuracy between the two images, it would be visually detectable. A good registration is obtained when the CT and fluoro image positions are matched. The surgeon is required to approve registration and confirm that the CT-fluoro matching was performed successfully for each vertebra. Codes b01, c19, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a slight deviation between the navigation plan and the midas drill. The surgeon attempted to insert a screw but felt that the area was breached, leading to the decision to hold off on the screw insertion. A new registration was attempted, which passed successfully, and the surgeon felt that navigation was accurate for the remainder of the case. It was noted that the patient was impacted post-surgery. Additional information received from a manufacturer representative reported that the patient has had ongoing neurological issues since the case. The only delay in the case was switching from CT-fluoro to scan and plan registration. The amount of delay was unknown. The surgeon stated the deviation was 3 mm, however they were comparing the scan and plan trajectory to the CT-fluoro trajectory, but the planned trajectory was not the same. Additional information received from a manufacturer representative reported that the system functions as intended. Additional information was received. It was reported that surgical delay was less than one-hour.

Manufacturer narrative:
H3, h6: clinical data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Section a2: patient information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.